Manufacturer narrative:
The zoll catheter was returned to zoll for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed. It is known that fulminant (severe, sudden in onset, and escalates quickly) pulmonary embolism associated with cardiac arrest has an extremely high mortality [ann thorac surg. 1991 nov; 52(5):1102-5; discussion 1105-7. Fulminant pulmonary embolism: symptoms, diagnostics, operative technique, and results. Schmid c1, zietlow s, wagner to, laas j, borst hg.]. Patients with cardiac arrest after fulminant pulmonary embolism (pe) have a very poor prognosis. Conventional cardiopulmonary resuscitation (CPR) is frequently unsuccessful because it does not treat the underlying condition. Although thrombolysis is an effective therapeutic option for patients with acute pe, this treatment has traditionally been withheld during CPR because of the anticipated risk of severe hemorrhagic complications associated with chest compressions [management of acute pulmonary embolism pp 137-146. Cite as management of the patient with fulminant pulmonary embolism undergoing cardiopulmonary resuscitation. Fabian spöhr, bernd w. Böttiger]. In agreement with customer assessment, the patient's death was not associated with a device or device deficiency but was related to underling clinical condition caused fulminant pulmonary embolism and initial cardiac arrest.

Event description:
An (B)(6) male patient was hospitalized post resuscitation triggered by fulminant pulmonary embolism and underwent therapeutic hypothermia. A zoll icy catheter was inserted into the left femoral vein smoothly. After 18 hours of dwell time, fluid was noticed on the floor and the bed was noticed to be wet. In addition, a leak was also noticed on the catheter and suk. Due to the multimorbid pre-existing diseases and due to the patient's condition as well as the age of the patient, physician decided not to use a new catheter. The customer reported that the patient died during the course of the same day due to the large number of previous illnesses.

Manufacturer narrative:
The reported complaint was confirmed. Visual inspection of the returned catheter was performed. No abnormalities with the catheter were seen. All lumens flushed as intended. During functional testing, the catheter was connected to a pressurized inflation device. Immediately upon pressurizing the catheter, a leak was observed at the manifold joint to catheter shaft. No crosstalk leak observed and all catheter balloons inflated properly. During manufacturing all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Probable causes for the reported complaint can be a latent material defect. Historical complaints were reviewed for related complaint and there were no previous complaints for icy catheter lot# 76862.